Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced issues with inserting the sensor. Customer's blood glucose was high at 400 mg/dl. The customer stated that the first sensor fell apart and with the second one, the serter would not go down. She also reported that the tape was getting stuck on the transmitter. Customer was advised the sensors would be replaced and to return the product for analysis.

Manufacturer narrative:
Inspected three opened/used sensors and performed visual inspection; found one of three sensors insertion needle bent inside sensor base. The second sensor found needle separate from sensor base. The third sensor is missing needle. We were unable to confirm if customer received sensors in that condition due to customer returning it opened/used.